Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the chronic left ventricular lead could not be connected to the new device. The physician planned to implant a new lead. However, the new lead could not be implanted due to the patient's anatomy. The lead was then replaced with an additional pacing lead to the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis - the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.